Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned.

Event description:
It was reported that the csr noticed the broken teeth on the broach while putting the set back together. No patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of repeated use and 4 of the teeth have worn / fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.